Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation the battery charger was unable to power on. The cause for the failure was isolated to recessed pins in the power supply connector. The cause of the inability to power on was the damaged power supply connector. The root cause for the recessed pins was unable to be positively identified. No adverse event resulted from the power supply.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was unable to power on.